Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument's current-carrying cable in the jaw area was torn. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the cable was delivered to the central sterile services department (cssd) completely severed.